Event description:
According to the complainant, after cannulation, the guidewire was unable to exit from the tip of the cannula. The procedure was completed with another rx billiary cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Received the suspect device inside the original open pouch with product label. Residue was present on the device. A visual evaluation was performed and found that the working length of the device was twisted and bent. The edge of the guidewire channel along the working length appeared rough and damaged. A functional evaluation found that an 0.035 inch guidewire could not be fully inserted through the device. The guidewire stopped near the distal tip of the device. The bonded joint area was examined and the duckbill valve and fep sleeve were detached from the bonded joint. The tip of the device was cut open and the duckbill valve and fep sleeve were shoved partially into the radiopaque marker. Customer complaint confirmed. The cause of the reported event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.